Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of pain, instability, and dislocation. A review of the DHR and/or the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, labeling, or reasonably foreseeable misuse of the device. Intractable pain is listed in the total joint surgery risks section and dislocation is listed in the device specific risks section of the total hip system IFU 700-096-018 rev t. No information provided in the following section(s): a2, b6, d4 (serial number and expiration date), and h4. The following section(s) have additional info: d4 (UDI number), g4, g7, h1, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision of the left hip due to dislocation. On (B)(6) 2019 patient went to the emergency for pain and deformity in the left hip, rx showed dislocation of the left hip, successful closed reduction was performed, but the instability of the hip continued, with high risk of dislocation; at the meeting it is decided to review the acetabular component. The review is carried out on (B)(6) 2019 procedure without complications. Patient discharged on (B)(6) 2019, with physical rehabilitation therapy, on (B)(6) 2019 in control of three months postoperative no new dislocations have occurred acetabular component is observed in optimal position.